Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic compression fracture at l1. X-rays were taken immediately post-op and showed cement extravasation "toward superior in vertebral body". The patient was asymptomatic and was discharged three days later. The event did not require additional intervention and, according to the report, the "patient did not complain of any pain at post-op, and was doing well".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient developed back pain on unknown date in (B)(6). Nrs score was 2. Diagnostic imaging did not show any new vertebral fracture. The doctor determined it was unknown whether the back pain was caused by treated vertebrae body because the patient always had slight low back pain. The pain was stable but slight so that the patient did not care. There was no change found in the cement leakage in (B)(6) 2016.